Event description:
It was reported that the user experienced hypoglycemia to 50 mg/dl while using the ilet system, which the user associated with performing an unusual meal announcement, and was advised to discuss a factory restart with a healthcare professional. Symptoms included low glucose without reported clinical manifestations. Outcomes included return to target range after self-treatment with oral glucose. Investigation included complaint intake review and troubleshooting and education with the user. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause and no injury requiring medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.